Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb charging cable became "broken". The customer was able to charge the pump with a different usb cable. There was no reported impact to customer's blood glucose level.